Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the lifeband strap is twisted. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided. No known patient consequences were reported.